Manufacturer narrative:
Literature citation: alerany, m. B., ortega, m. R., & kiuri, s. S. (2014). Endovascular treatement of iliofemoval chronic post-thrombotic venous flow obstructions. Journal of vascular surgery venous and lymphatic disorders, 2-7 device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article that within this study, it was reported that patient pseudoaneurism, restenosis, and thrombosis occurred.   An institution in (B)(6) aimed to report the midterm results of patient outcomes after receiving percutaneous treatment, due to post-thrombotic syndrome (pts) in the iliofemoral vein (secondary to stenotic or occlusive lesions), had a clinical ceap (scale for vein disease severity) of class 3 or higher, or had venous pain, between the years of 2009 and 2012. A wallstent or non-bsc stent was used in the study patients. The wallstent endoprosthesis with unistep plus delivery system was used in 36, out of 41, limbs (range of 1-4 stents were placed per limb). Percutaneous ultrasound-guided vascular access was performed through the vessel (common femoral, femoral, or popliteal) and if a stenotic segment was found, balloon angioplasty and stenting was performed. Patients were discharged with either aspirin, heparin, and/or long-term oral anticoagulation therapy depending on their medical history. Only one access complication occurred, a femoral artery pseudoaneurysm, treated by ultrasound-guided compression. Thrombotic or stenotic events occurred in nine limbs, of which six were treated by secondary procedures, eight of the nine were on oral anticoagulation, and one patient was taking aspirin. The nine issues were: two in stent stenosis events (one successfully treated and remains patent, the second successfully treated but then the stent occluded after the patient stopped anticoagulation therapy), three early stent occlusions (two successfully treated with thrombolytics, but then stenosis occurred below the stent, the third patient did not accept treatment), four late stent occlusions (two patients refused treatment, one was recanalized but later occluded due to bad inflow, and the fourth was recanalized and remains patent). No further patient complications were reported.